Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 - 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D6: date of implantation is an unknown date between 2008 and 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Foot plates. In collaboration with depuy synthes, together with (B)(6) (ccf) database designers, program managers, research assistants, and biostatisticians, has developed a report that summarizes safety and effectiveness data on 100 patients who underwent foot surgery at ccf between 2008 and 2023 utilizing depuy synthes (dps) foot plates. Some patients were noted to have adjunctive depuy synthes devices used outside of the plates/screws. Patient #23 23-year-old male was implanted with a va lcp forefoot/midfoot plates (02.211.220) with 7 screws. Post op complication was reported for osteomyelitis & abscess of left foot. The complication is noted to be related to the procedure or implants. Treatment: left foot I and d, extensive debridement of the left foot, removal of all hardware left foot, ultrasound debridement of navicular, placement of antibiotic impregnated osteoset impregnated vancomycin beads this report is for an unknown screw. This is report 7 of 8 for (B)(4).